Event description:
During a procedure for a mandible fracture, the last screw broke midshaft during insertion. The surgeon burred down the remaining portion of the screw and inserted an additional screw.

Manufacturer narrative:
Additional information has been requested. Implant was burred down and remains in patient. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.